Event description:
It was reported that subsequent to a coronary stenting treatment procedure, an in-stent restenosis occurred. The target lesion was located in the right coronary artery. A taxus liberte drug-eluting stent was implanted in 2010. In 2011, the patient had an in-stent restenosis. It was treated with a placement of a non-bsc stent.

Manufacturer narrative:
Age at time of event: 18 years or older. If implanted, give date: 2010. Event date: 2011. It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).